Manufacturer narrative:
The insulin pump was received with bleeding glass on the lcd board. The device had minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damaged on the display screen of the insulin pump. Customer advised the display screen had many scratches on it and was worn out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.